Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2011. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) ventricular fibrillation (vf) detection was turned on prior to implanting and connecting the leads. Due to vf detection being turned on the right ventricular (rv) lead triggered alerts for out of range pacing and defibrillation impedances. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.